Event description:
Report received indicating that following a two-level implantation of cervical prostheses, the prosthesis components appear to have become misaligned. No pt injury has occurred. Revision surgery was performed on (B)(6) 2013.

Manufacturer narrative:
(B)(4). Review of radiographs provided depict a two-level implantation; both levels appear misaligned. The devices have reportedly been explanted; revision included placement of the arthroplasty device. Nuvasive has not received the product and no eval has been performed to date. The pcm device has been evaluated for, and is approved for single-level spinal corrections. Two products/lots are associated with the complaint: (B)(4), lot sv8118; (B)(4), lot sv8189. Review of mfg records noted no non-conformances. No prior implant complaints have been received for the associated lots. Labeling review: "the safety and effectiveness of this device has not been established in pts with the following conditions: intractable radiculopathy or myelopathy due to pathology at more than one level and/or pathology not localized to the disc space; risks associated with implants in the spine, including the pcm cervical disc device, are: early or late loosening of the components; disassembly; bending or breakage of any or all of the components; implant migration; malpositioning of the implant; loss of purchase; sizing issues with components;..."